Manufacturer narrative:
Buttons responded properly. No flattened button dome switch or unlock on lcd keypad connector noted. The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No audio beep anomaly or constant tone alarm noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and audio/beep anomaly. The customer's blood glucose value was 98 mg/dl. The customer stated that she received a strong signal form her sensor and the tone did not go away. The customer stated that none of the buttons were working. The customer was not able to clear the alarm. The product was returned for analysis.